Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message and was exhibiting a tone pattern. The sicd was explanted and replaced. The explanted device is not expected to be returned. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.